Event description:
It was reported the cage was being inserted in the disc space and upon final impaction to seat the graft, the posterior aspect of the cage broke away from the inserter. No further info is available.

Manufacturer narrative:
Product is expected to be returned but has not yet been received.